Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 570 mg/dl; cause was unknown. Customer was unable to provide information on what treatment was received. Customer's discharged date was not provided. System check with tandem technical support confirmed the pump was functioning as intended.